Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the patient was hospitalized on (B)(6) 2017 due to shock therapy delivery. During the follow-up, it was observed that inappropriate shocks were delivered due to ventricular oversensing. The physician suspects a lead rupture. The patient was transferred to cardiac intensive care unit and the shock therapies were deactivated. During the follow-up, ventricular impedance was 396 ohms, rv coil continuity was 293 ohms, r-waves amplitude was 4.9 mv and ventricular threshold was above 4.5 v. More than 24 hours after the shock therapies were deactivated, the battery voltage was measured at 2.7v. Preliminary analysis results showed that based on available data, a defibrillation lead issue or a lead/ICD connection issue is suspected. Recommendations were provided on (B)(6) 2017 to perform lead revision/replacement, and to consider replacement of the ICD.

Event description:
Reportedly, the patient was hospitalized on (B)(6) 2017 due to shock therapy delivery. During the follow-up, it was observed that inappropriate shocks were delivered due to ventricular oversensing. The physician suspects a lead rupture. The patient was transferred to cardiac intensive care unit and the shock therapies were deactivated. During the follow-up, ventricular impedance was 396 ohms, rv coil continuity was 293 ohms, r-waves amplitude was 4.9 mv and ventricular threshold was above 4.5 v. More than 24 hours after the shock therapies were deactivated, the battery voltage was measured at 2.7v. Preliminary analysis results showed that based on available data, a defibrillation lead issue or a lead/ICD connection issue is suspected. Recommendations were provided on (B)(6) 2017 to perform lead revision/replacement, and to consider replacement of the ICD.